Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead was implanted into the left bundle branch region of the ventricle, however when the catheter was removed, the lead dislodged. The lead was repositioned, but when the catheter was removed the second time, the threshold rose, which seemed to indicate a second dislodgement. The lead was removed and the physician noted the helix had tissue in it, which could not be removed. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.